Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011, 1st inratio: 5.4, 2nd inratio, 3.0, 3rd inratio: 2.6. Date: (B)(6) 2011, lab: 2.6. Five minutes between tests on two different fingers. Pt called technical service right after the second reading and she repeated the test while on the phone within thirty minutes of the second reading. Pt's target range is: 2.0-3.0.

Manufacturer narrative:
Investigation pending.